Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary problems, dyspareunia, incontinence, pain and infection. It was also reported that the plaintiff experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.